Event description:
Patient brough to or for greenfield vena cava filter insertion (jugular). Greenfield filter assembled by surgeon before incision. During the procedure surgeon states filter prematurely released. Surgeon states filter is in the heart. You could see the filter pulsating by c-arm. Procedure ended, patient transferred to ICU with monitor and o 2, anesthesiologist present for transportdevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: none or unknown. Results of evaluation: none or unknown. Conclusion: no data. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: invalid data. Invalid data - on device destroyed/disposed of status.